Event description:
It was reported that out of regulation message/settings not available, stimulation unable to be adjusted was seen. It was noted that the battery was discharged and unable to connect, with the cause identified as normal end of life. The implantable neurostimulator and leads were explanted successfully with no issues to the patient, and the physician expressed concern about a white substance that came from the implantable pulse generator pocket. It was unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the reason for explant was due to normal end of life, the plan was to replace the entire system. It was only explanted when the white substance was discovered. She will be re-implanted at a later date. The physician did a blood culture that came back negative. The physician does not believe any device malfunction occurred. He believes it was a calcification fluid that accumulated in the pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.